Event description:
Catheter has been in place approximately six weeks for total parenteral nutrition therapy. On sept. 29, 1998, the catheter "fell out". The cuff was surgically retrieved from pt and another total parenteral nutrition line placed.